Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during infusion, the device alarmed "defective battery" and it turned off. There was no patient injury. Although requested, additional information was not provided.